Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. According to the evaluation, the phenomenon was duplicated. Even when the power was turned on, the image was not normally displayed, and the error indicating that the subject device could not communicate with the video system center was displayed. When an investigation was conducted to identify the causal place of the error, it was found that there was a cause on the video connector. Therefore, x-ray analysis was conducted on the circuit board in the video connector and it was confirmed a ground adjoining to a communication terminal was short-circuited by a soldering ball. For the cause of the phenomenon, it is considered that the communication terminal and the adjoining ground were short-circuited by the soldering ball which was generated at manufacturing. The CAPA was opened, and the cause was corrected.

Event description:
Olympus medical systems corp. (Omsc) performed a MDR retrospective review and found that this report was required. During an unspecified procedure, the image of the subject device was distorted after an unusual sound at the distal end was heard. The procedure was completed using another device. There was no patient injury reported.